Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarms was too low for them to hear on the insulin pump. The customer blood glucose level was unknown. Customer stated alarms was not loud enough for them to hear in the next room and they were looking for something that would notify them on their mobile devices. The device will not be returned for analysis.